Manufacturer narrative:
The returned iol was measured for diopter and was correct as labeled, (B)(4). The iol met all specifications for optical properties. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All available information is included in this report.

Event description:
It was reported the intraocular lens (iol) was removed and replaced without complication. Reason stated was improper iol power. Initial implant was replaced with the same model iol of a lower diopter.